Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with a cracked battery compartment and moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: review of the black box data revealed records of power on reset. There was no evidence of moisture found in the battery compartment. Leak testing failed due to a crack in the battery compartment. There was moisture found in the pump on the battery canister. Investigation confirmed the alleged moisture ingress. A batter cap was not returned with the pump for investigation; a test cap was used during investigation. The pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint.